Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous below the knee artery . A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion after a 014 non bsc guide wire crossed the lesion. When the physician began the dilatation, the balloon ruptured at 6 atms during the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.